Event description:
This pi is for the disassociation of the femoral head from the adm liner on (B)(6) 2019, followed by dislocation of the adm poly insert from the mdm metal liner after attempted reduction. In providing imaging and details for a revision of the patient's right hip due to disassociation on (B)(6) 2019 (pi 2186730), the following notes were also provided: "on (B)(6) 2019 return to ER for repeat dislocation after revision on (B)(6) 2019. On (B)(6) 2019 CT before reduction showed that the polyethylene bearing is still connected to the hard bearing. On (B)(6) 2019 intra operative reduction showed that the polyethylene bearing is dissociated from the hard bearing again..." Update 08/october/2019 wg: spoke to rep. Rep confirmed that patient has not been revised as of (B)(6) 2019.

Manufacturer narrative:
An event regarding disassociation involving an unknown adm poly insert was reported. The event was confirmed based on medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: a review of the provided medical records and x-rays by a clinical consultant indicated: x-ray printouts available for review include a series dated (B)(6) 2019, which is an ap, lateral and CT cut of the right hip, of which the ap of the right hip is portable, and a right uncemented total hip arthroplasty with a constrained liner with an intact locking ring, which is displaced proximally with an eccentric reduction of the hip, is demonstrated. One screw is visible and the stem is noted to be in nominal position. X-rays dated (B)(6) 2019 are an ap of the right hip and an ap of the pelvis demonstrating a right total hip arthroplasty with the same stem. Two screws are visualized in the acetabulum and an mdm bearing is reduced and in nominal position. As a result of the previous lumbar spinal fusion, acetabular placement likely resulted in impingement at the extremes of motion that caused the instability of the primary total hip arthroplasty. Continued impingement resulted in the failure of the constrained liner and subsequent failure of the mdm bearings. There is no evidence that factors associated with implant design, manufacturing or materials was responsible for this clinical situation resulting from an acetabular position adversely affected by a fixed spinal deformity. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: clinician review of the provided x-ray records confirmed the reported event. It revealed that as a result of the previous lumbar spinal fusion, acetabular placement likely resulted in impingement at the extremes of motion that caused the instability of the primary total hip arthroplasty. Continued impingement resulted in the failure of the constrained liner and subsequent failure of the mdm bearings. There is no evidence that factors associated with implant design, manufacturing or materials was responsible for this clinical situation resulting from an acetabular position adversely affected by a fixed spinal deformity. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the disassociation of the femoral head from the adm liner on (B)(6) 2019, followed by dislocation of the adm poly insert from the mdm metal liner after attempted reduction. In providing imaging and details for a revision of the patient's right hip due to disassociation on (B)(6) 2019 (pi 2186730), the following notes were also provided: "(B)(6) 2019 return to ER for repeat dislocation after revision on (B)(6) 2019. (B)(6) 2019 CT before reduction showed that the polyethylene bearing is still connected to the hard bearing. (B)(6) 2019 intra operative reduction showed that the polyethylene bearing is dissociated from the hard bearing again." Update (B)(6) 2019 wg: spoke to rep. Rep confirmed that patient has not been revised as of (B)(6) 2019.